Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the pump shut off unexpectedly and another malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 194 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
B4

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issues were verified. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.